Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional vascular device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified and mildly tortuous lesion in the right coronary artery (rca). A 3.5x33mm xience xpedition stent was implanted. Post-deployment, a dissection was noted at the distal edge of the stent. A 3.5x15mm xience xpedition stent was implanted to treat the dissection, however, another dissection occurred. A new 3.5x12mm xience xpedition stent was used to treat the second dissection and complete the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.